Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging inaccurate results. There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the subject meter read inaccurately erratic compared to the same meter. The patient reported blood glucose results of "444 mg/dl", "253 mg/dl" and "200 mg/dl" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The issue was not resolved with troubleshooting. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4): the test strips involved with this complaint were tested with control solution and was outside the range. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4): the test strips involved with this complaint were tested with control solution and was outside the range. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.